Manufacturer narrative:
Sensor kit expiration date is 30-jun-2021. The medical event associated with this case occurred on (B)(6) 2021, which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. The reported product is not expected to be returned as reporter indicated the device was "left in hospital". Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. Customer received low sensor scan results and experienced symptoms described as vomiting and dizziness. Customer was seen at a hospital where he was treated with unspecified intravenous fluids for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent injury associated with this event.